Manufacturer narrative:
Preliminary evaluation of the returned arista ah confirmed that there is a small foreign particle (dark in color) on the applicator cap. Inside of the product bellow remains some hemostatic powder which remains free flowing which had no foreign material identified. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on the sample evaluation, it was found that the discolored particles on the arista ah product is due to the sterilization via gamma irradiation. Also, the returned sample was sent for an ftir analysis which finds that the sample had an 84.91% correlation to corn starch. Hence, identified wave numbers (peaks) were compared to those of potato starch, and mph is composed of hydrolyzed potato starch or hst, it is concluded that these both have identical peaks and implies that this is a normal occurrence in the mph powder and is not indicative of over-processing or contamination. This supplemental MDR represents arista ah (device #1). An additional supplemental MDR is submitted to represent the arista ah (device #2). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a thyroidectomy procedure, the surgeon was supposed to use the arista ah. It was reported that there were different particles noted in the arista ah (device #1) and another arista ah (device #2) was obtained, it was found some orange particles were presented. It was reported that the procedure was completed by a new device. There was no reported patient injury.

Event description:
As reported, during a thyroidectomy procedure, the surgeon was supposed to use the arista ah. It was reported that there were different particles noted in the arista ah (device #1) and another arista ah (device #2) was obtained, it was found some orange particles were presented. It was reported that the procedure was completed by a new device. There was no reported patient injury.

Manufacturer narrative:
Preliminary evaluation of the returned arista ah confirmed that there is a small foreign particle (dark in color) on the applicator cap. Inside of the product bellow remains some hemostatic powder which remains free flowing which had no foreign material identified. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was manufactured to specification. This MDR represents arista ah (device #1). An additional MDR is submitted to represent the arista ah (device #2).